Event description:
It was reported that the patient got into a car accident the previous week and had the device off at the time. It was working after the accident but the patient ¿was not feeling the strength of it.¿ later that day, it was reported that the patient had an appointment with his healthcare provider (hcp) the following day and a manufacturer's representative was going to be present the following day, it was reported that the patient ¿did not believe there was any damage to the internal components of his system from the car accident.¿ since the car accident however, the patient felt as though he could feel stimulation more strongly around microwaves. Later that day, it was noted that impedance testing was done and ¿everything looked fine.¿ two days later, it was reported that the patient was experiencing "normal stimulation" when he left the hcp's office. X-rays were taken and the lead had not moved.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-29, lot # n295969, implanted: (B)(6) 2012, product type accessory; product ID 3550-39, lot # n321212, implanted: (B)(6) 2012, product type accessory; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).